Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device expulsion ("one of the coils had migrated and only attached at proximal end with 10 coils outside fallopian tube / migration of essure device location of device: extended into uterus"), genital haemorrhage ("continued to bleed a month after the surgery") and pelvic pain ("debilitating pelvic pains/pain:pelvic") in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's medical history included hysterectomy in (B)(6) 2015. Previously administered products included for an unreported indication: tylenol. Concurrent conditions included multiple sclerosis, paratubal cyst (benign serous paratubal cyst) and restless leg syndrome since 2016. Concomitant products included clonazepam (clonapin) and paracetamol (tylenol). In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual cycles/abnormal bleeding (menorrhagia)"), dysmenorrhoea ("menstrual cycles with more pain/dysmenorrhoea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraine"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), abdominal pain ("pain: abdomen"), headache ("headache") and back pain ("back pain"). In 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation ((B)(6) 2015)/bilateral salpingectomy ((B)(6) 2016) and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device expulsion, genital haemorrhage, pelvic pain, menorrhagia, dysmenorrhoea, vaginal haemorrhage, migraine, female sexual dysfunction and abdominal pain had resolved, the headache outcome was unknown and the back pain had not resolved. The reporter considered abdominal pain, back pain, device breakage, device expulsion, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: per pfs: device on the right side had broken and doctor had to cut 2 extra times since the device was broken. All symptoms have stopped. All symptoms are still present- a full hysterectomy is now being scheduled. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: the 10 mm trocar was closed using the carter-thompson device; on an unknown date: still a portion remained; on an unknown date: all pieces of both hysteroscopic implants were removed. ¿concerning the injuries reported in this case, the following one were described in patients medical record: confirming pelvic pain." Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-nov-2018: pfs received - event 'device dislocation' was updated as device expulsion'. Outcome for the event back pain was updated as not recovered. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), genital haemorrhage ('continued to bleed a month after the surgery'), pelvic pain ('debilitating pelvic pains/pain: pelvic/pain') and device dislocation ('one of the coils had migrated and only attached at proximal end with 10 coils outside fallopian tube / migration of essure device location of device: extended into uterus') in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's medical history included uterine ablation in (B)(6)2015. Previously administered products included for an unreported indication: tylenol. Concurrent conditions included restless leg syndrome since 2016, multiple sclerosis and paratubal cyst (benign serous paratubal cyst). Concomitant products included clonazepam (clonapin) since 2016 and paracetamol (tylenol) from 2015 to 2018. On (B)(6)2015, the patient had essure inserted. In (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual cycles/abnormal bleeding (menorrhagia)"), dysmenorrhoea ("menstrual cycles with more pain/dysmenorrhoea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraine"), abdominal pain ("pain: abdomen"), headache ("headache") and back pain ("back pain"). In 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6)2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), 7 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), abdominal pain lower ("lower abdomen pain") and procedural pain ("only slight pain during implant procedure it would feel like a pinch."). The patient was treated with surgery (ablation (B)(6)2015)/bilateral salpingectomy (B)(6)2016), bilateral salpingectomy and bilateral salpingectomy/hysterectomy/supracervical hysterectomy (uterus only)). Essure was removed on (B)(6)2019. At the time of the report, the device breakage, genital haemorrhage, pelvic pain, device dislocation, menorrhagia, dysmenorrhoea, vaginal haemorrhage, migraine, female sexual dysfunction and abdominal pain had resolved and the headache, back pain, abdominal pain lower and procedural pain was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, device breakage, device dislocation, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: per pfs: device on the right side had broken and doctor had to cut 2 extra times since the device was broken. All symptoms have stopped. All symptoms are still present- a full hysterectomy is now being scheduled. Date(s) of removal: (B)(6)2016(bilateral salpingectomy) / (B)(6)2019(hysterectomy) procedure: bilateral salpingectomy supracervical hysterectomy (uterus only) - remainder of uterus. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: the 10 mm trocar was closed using the carter-thompson device; on an unknown date: still a portion remained; on an unknown date: all pieces of both hysteroscopic implants were removed. Concerning the injuries reported in this case, the following one was described in patients medical record: confirming pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2019: pfs received. Event outcome updated for: headache, back pain, lower abdomen pain. After internal review, previous event device expulsion was updated to device dislocation (medically significant). No lot number or device sample was received in this case. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), genital haemorrhage ('continued to bleed a month after the surgery'), pelvic pain ('debilitating pelvic pains/pain:pelvic/pain') and device dislocation ('one of the coils had migrated and only attached at proximal end with 10 coils outside fallopian tube / migration of essure device location of device: extended into uterus') in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's medical history included uterine ablation in (B)(6) 2015. Previously administered products included for an unreported indication: tylenol. Concurrent conditions included restless leg syndrome since 2016, multiple sclerosis and paratubal cyst (benign serous paratubal cyst). Concomitant products included clonazepam (clonapin) since 2016 and paracetamol (tylenol) from 2015 to 2018. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual cycles/abnormal bleeding (menorrhagia)"), dysmenorrhoea ("menstrual cycles with more pain/dysmenorrhoea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraine"), abdominal pain ("pain: abdomen"), headache ("headache") and back pain ("back pain"). In 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), 7 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdomen pain") and procedural pain ("only slight pain during implant procedure it would feel like a pinch."). The patient was treated with surgery (ablation (B)(6) 2015) bilateral salpingectomy (B)(6) 2016), bilateral salpingectomy and bilateral salpingectomy/hysterectomy/supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, genital haemorrhage, pelvic pain, device dislocation, menorrhagia, dysmenorrhoea, vaginal haemorrhage, migraine, female sexual dysfunction and abdominal pain had resolved and the headache, back pain, abdominal pain lower and procedural pain was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, device breakage, device dislocation, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: per pfs: device on the right side had broken and doctor had to cut 2 extra times since the device was broken. All symptoms have stopped. All symptoms are still present- a full hysterectomy is now being scheduled. Date(s) of removal: (B)(6) 2016 (bilateral salpingectomy) / (B)(6) 2019(hysterectomy) procedure: bilateral salpingectomy. Supracervical hysterectomy (uterus only) - remainder of uterus. Discrepancy noted for date of removal: (B)(6) 2016(as per pif). Essure insertion date provided in : (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: the 10 mm trocar was closed using the carter-thompson device; on an unknown date: still a portion remained; on an unknown date: all pieces of both hysteroscopic implants were removed. Concerning the injuries reported in this case, the following one was described in patients medical record: confirming pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 19-mar-2021: medical record received-reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a female of unspecified age plaintiff in united states on 13-sep-2016 who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2015 for birth control. On or about (B)(6) 2015 plaintiff had two essure coils implanted into her body. After this procedure, she underwent the required hsg procedure. After the implant procedure, plaintiff began to experience debilitating pelvic pains, as well as heavy menstrual cycles accompanied with more pain. She continued to bleed a month after the surgery, and visited a facility on or about (B)(6) 2016. On or about (B)(6) 2016, plaintiff had both coils removed by undergoing a bilateral salpingectomy. During the procedure, it was discovered that one of the coils had migrated, and only attached at the proximal end of the tube with ten coils remaining outside the fallopian tube. The pains and bleeding experienced as result of the coils is a direct and proximate result of the failure to disseminate accurate information regarding the product. Company causality comment this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced debilitating pelvic pains and continued to bleed a month after the surgery (understood as genital haemorrhage). Plaintiff had both coils removed by undergoing bilateral salpingectomy. During the procedure, it was noticed that one of the coils had migrated and only attached at proximal end with 10 coils outside fallopian tube (device dislocation). All events are listed in the reference safety information for essure. Pelvic, back, abdominal or uncharacterized pain and abnormal genital bleeding and menses pattern changes may occur with essure therapy. Considering the plausible temporal relationship between these events and essure insertion and the lack of alternative explanation, a causal relationship between them cannot be excluded. Also there is a risk that the device could move out of fallopian tubes. In the present case, device dislocation was diagnosed during procedure to remove the coils. The exact date and mechanism of dislocation were unknown. However, given the nature of this event, a causal relationship with essure cannot be excluded. This case was regarded as incident since device removal was required. Non-serious events were also reported. A product technical complaint analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
"Ntaneous" case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("one of the coils had migrated and only attached at proximal end with 10 coils outside fallopian tub"), genital haemorrhage ("continued to bleed a month after the surgery") and pelvic pain ("debilitating pelvic pains/pain:pelvic") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's concurrent conditions included multiple sclerosis and paratubal cyst (benign serous paratubal cyst). Concomitant products included clonazepam (clonapin) and paracetamol (tylenol). In (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual cycles/abnormal bleeding (menorrhagia)"), dysmenorrhoea ("menstrual cycles with more pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraine"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and abdominal pain ("pain: abdomen"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy), surgery (bilateral salpingectomy), surgery (ablation ((B)(6) 2015)/bilateral salpingectomy ((B)(6) 2016)) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, genital haemorrhage, pelvic pain, menorrhagia, dysmenorrhoea, vaginal haemorrhage, migraine, female sexual dysfunction and abdominal pain had resolved. The reporter considered abdominal pain, device breakage, device dislocation, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: per pfs: device on the right side had broken and doctor had to cut 2 extra times since the device was broken. All symptoms have stopped. Diagnostic results: 1st x-ray the fascia of the 10 mm trocar was closed using the carter-thompson device. 2nd x-ray was taken and still a portion remained. 3rd final xray confirm that all pieces of both hysteroscopic implants were removed. ¿concerning the injuries reported in this case, the following one were described in patients medical record: confirming pelvic pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2018: quality safety evaluation of product technical complaint. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow up information was received on 02-nov-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Quality-safety evaluation: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this me. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced debilitating pelvic pains and continued to bleed a month after the surgery (understood as genital haemorrhage). Plaintiff had both coils removed by undergoing bilateral salpingectomy. During the procedure, it was noticed that one of the coils had migrated and only attached at proximal end with 10 coils outside fallopian tube (device dislocation). All events are anticipated in the reference safety information for essure. Pelvic pain and abnormal genital bleeding and menses pattern changes may occur with essure therapy. Considering the plausible temporal relationship and the lack of alternative explanation, a causal relationship between them cannot be excluded. Also there is a risk that the device could move out of fallopian tubes. In the present case, device dislocation was diagnosed during procedure to remove the coils. The exact date and mechanism of dislocation were unknown. However, given the nature of this event, a causal relationship with essure cannot be excluded. This case was regarded as incident since device removal was required. Non-serious events were also reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("one of the coils had migrated and only attached at proximal end with 10 coils outside fallopian tub"), genital haemorrhage ("continued to bleed a month after the surgery") and pelvic pain ("debilitating pelvic pains/pain:pelvic") in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's concurrent conditions included multiple sclerosis and paratubal cyst (benign serous paratubal cyst). Concomitant products included clonazepam (clonapin) and paracetamol (tylenol). In (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual cycles/abnormal bleeding (menorrhagia)"), dysmenorrhoea ("menstrual cycles with more pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraine"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and abdominal pain ("pain: abdomen"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy), surgery (ablation ((B)(6) 2015)/bilateral salpingectomy ((B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, genital haemorrhage, pelvic pain, menorrhagia, dysmenorrhoea, vaginal haemorrhage, migraine, female sexual dysfunction and abdominal pain had resolved. The reporter considered abdominal pain, device breakage, device dislocation, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: per pfs: device on the right side had broken and doctor had to cut 2 extra times since the device was broken. All symptoms have stopped. Diagnostic results: 1st x-ray the fascia of the 10 mm trocar was closed using the carter-thompson device. 2nd x-ray was taken and still a portion remained. 3rd final xray confirm that all pieces of both hysteroscopic implants were removed. ¿concerning the injuries reported in this case, the following one were described in patients medical record: confirming pelvic pain." Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this me. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 28-feb-2018: reporter information was added. This case concerns 34 year old patient. Her demographic was added. Her concurrent condition was added. Essure removal date was updated. Concomitant medications were added. Event: previously reported event: genital bleeding (incident). Following events: device breakage, abnormal bleeding (vaginal), migraine, apareunia (inability to have sexual intercourse), pain: abdomen and essure confirmation test not conducted were added. She had recovered from aforementioned events. On 1-mar-2018: this case is medically confirmed. Lab data was added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("one of the coils had migrated and only attached at proximal end with 10 coils outside fallopian tub"), genital haemorrhage ("continued to bleed a month after the surgery") and pelvic pain ("debilitating pelvic pains/pain:pelvic") in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's past medical history included hysterectomy in february 2015. Concurrent conditions included multiple sclerosis and paratubal cyst (benign serous paratubal cyst). Concomitant products included clonazepam (clonapin) and paracetamol (tylenol). In june 2015, the patient had essure inserted. In 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In june 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual cycles/abnormal bleeding (menorrhagia)"), dysmenorrhoea ("menstrual cycles with more pain/dysmenorrhoea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraine"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), abdominal pain ("pain: abdomen"), headache ("headache") and back pain ("back pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy), surgery (bilateral salpingectomy), surgery (ablation (feb-2015)/bilateral salpingectomy (B)(6) 2016 and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, genital haemorrhage, pelvic pain, menorrhagia, dysmenorrhoea, vaginal haemorrhage, migraine, female sexual dysfunction and abdominal pain had resolved and the headache and back pain outcome was unknown. The reporter considered abdominal pain, back pain, device breakage, device dislocation, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: per pfs: device on the right side had broken and doctor had to cut 2 extra times since the device was broken. All symptoms have stopped. Diagnostic results: 1st x-ray the fascia of the 10 mm trocar was closed using the carter-thompson device. 2nd x-ray was taken and still a portion remained. 3rd final xray confirm that all pieces of both hysteroscopic implants were removed. ¿concerning the injuries reported in this case, the following one were described in patients medical record: confirming pelvic pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-aug-2018: pfs received: event headache , back pain were added. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device expulsion ('one of the coils had migrated and only attached at proximal end with 10 coils outside fallopian tube / migration of essure device location of device: extended into uterus'), genital haemorrhage ('continued to bleed a month after the surgery') and pelvic pain ('debilitating pelvic pains/pain:pelvic/pain') in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's medical history included hysterectomy in (B)(6) 2015. Previously administered products included for an unreported indication: tylenol. Concurrent conditions included restless leg syndrome since 2016, multiple sclerosis and paratubal cyst (benign serous paratubal cyst). Concomitant products included clonazepam (clonapin) and paracetamol (tylenol). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual cycles/abnormal bleeding (menorrhagia)"), dysmenorrhoea ("menstrual cycles with more pain/dysmenorrhoea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraine"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), abdominal pain ("pain: abdomen"), headache ("headache") and back pain ("back pain"). In 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdomen pain") and procedural pain ("only slight pain during implant procedure it would feel like a pinch."). The patient was treated with surgery (ablation ((B)(6) 2015)/bilateral salpingectomy ((B)(6) 2016), bilateral salpingectomy and bilateral salpingectomy/hysterectomy/supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device expulsion, genital haemorrhage, pelvic pain, menorrhagia, dysmenorrhoea, vaginal haemorrhage, migraine, female sexual dysfunction and abdominal pain had resolved, the headache, abdominal pain lower and procedural pain outcome was unknown and the back pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, device breakage, device expulsion, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: per pfs: device on the right side had broken and doctor had to cut 2 extra times since the device was broken. All symptoms have stopped. All symptoms are still present- a full hysterectomy is now being scheduled. Date(s) of removal: (B)(6) 2016(bilateral salpingectomy) (B)(6) 2019(hysterectomy) procedure: bilateral salpingectomy supracervical hysterectomy (uterus only) - remainder of uterus. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: the 10 mm trocar was closed using the carter-thompson device; on an unknown date: still a portion remained; on an unknown date: all pieces of both hysteroscopic implants were removed. ¿concerning the injuries reported in this case, the following one were described in patients medical record: confirming pelvic pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2019: pfs received : following event was added : only slight pain during implant procedure.reporter information updated. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device expulsion ("one of the coils had migrated and only attached at proximal end with 10 coils outside fallopian tube / migration of essure device location of device: extended into uterus"), genital haemorrhage ("continued to bleed a month after the surgery") and pelvic pain ("debilitating pelvic pains/pain:pelvic") in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's medical history included hysterectomy in (B)(6) 2015. Previously administered products included for an unreported indication: tylenol. Concurrent conditions included multiple sclerosis, paratubal cyst (benign serous paratubal cyst) and restless leg syndrome since 2016. Concomitant products included clonazepam (clonapin) and paracetamol (tylenol). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual cycles/abnormal bleeding (menorrhagia)"), dysmenorrhoea ("menstrual cycles with more pain/dysmenorrhoea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraine"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), abdominal pain ("pain: abdomen"), headache ("headache") and back pain ("back pain"). In 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (ablation ((B)(6) 2015) bilateral salpingectomy ((B)(6) 2016), bilateral salpingectomy and bilateral salpingectomy/hysterectomy/supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device expulsion, genital haemorrhage, pelvic pain, menorrhagia, dysmenorrhoea, vaginal haemorrhage, migraine, female sexual dysfunction and abdominal pain had resolved, the headache and abdominal pain lower outcome was unknown and the back pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, device breakage, device expulsion, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: per pfs: device on the right side had broken and doctor had to cut 2 extra times since the device was broken. All symptoms have stopped. All symptoms are still present- a full hysterectomy is now being scheduled. Date(s) of removal: (B)(6) 2016 (bilateral salpingectomy) (B)(6) 2019 (hysterectomy) procedure: bilateral salpingectomy supracervical hysterectomy (uterus only) - remainder of uterus. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: the 10 mm trocar was closed using the carter-thompson device; on an unknown date: still a portion remained; on an unknown date: all pieces of both hysteroscopic implants were removed. ¿concerning the injuries reported in this case, the following one were described in patients medical record: confirming pelvic pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-mar-2019: pfs received. Event added: lower abdomen pain. Event severity added for: lower abdomen pain. Suspect drug implant date updated from (B)(6) 2015 to (B)(6) 2015 and explant date from (B)(6) 2016 to (B)(6) 2019. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.